Event description:
The right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Event description:
During follow-up, additional noise episodes were observed from the right ventricular (rv) lead. The lead is pending explant to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricle oversensing was observed. Diagnostic imaging was complete but no lead damage was observed. No further action was taken and the patient will continue to be monitored. The patient was in stable condition.